Event description:
The customer reported that following a ptca procedure in 2001, a vasoseal es was deployed. A compression bandage was applied to the site post deployment. Approximately 10-15 minutes later a long slim hematoma developed in the right groin area. The hematoma did not continue to spread. The patient had a blood pressure loss and was taken to intensive care for observation and received an infusion of fluids. The patient stablizaed quickly and was transferred out of intensive care to the regular ward a few hours later. No further complications were reported.